Manufacturer narrative:
One actual sample was received for evaluation with an amia patient connector attached to the female connector. A visual inspection with the naked eye noted a female connector separated from the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The patient connector was able to be hand removed from the female connector of the transfer set, therefore the reported connection issue was not verified. The cause of the separation was due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to disconnect the female connector of a minicap extended life pd transfer set from the patient line of an amia cassette. This occurred during use of the devices for peritoneal dialysis therapy. It was further reported that ¿the nurse cut the transfer set as it was not possible to disconnect¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.